Manufacturer narrative:
(B)(4). Follow up it was reported blunt needles are causing coring. A device history record review was completed by our quality engineer team for provided material number 305180 and lot numbers 4178014 and 4178025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch number. Batch: 4178014. Batch creation date: 2024-06-26. Batch expiration date: (B)(6) 2029. Full UDI: (B)(4).

Event description:
Material#: 305180, batch#: 4178025. Verbatim: details of complaint (reported issue): "our anaesthesia team and our aa are finding more and more when using the blunt needles are finding coring. This is happening with many drug vials and in many of the syringes when drawing up. I have some actual vial, syringe samples and photos. This is recurring incident and I do not have dates. Complaint noticed: during / after use. Patient injury: no.